Manufacturer narrative:
Vyaire medical file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has a blank screen. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire fields service went onsite adjust exhalation flow transducer. Performed ovp (operation verification procedure) and performance check all passed. All work accomplished per vela service manual rev.f. Ventilator is operational and meets OEM (original equipment manufacture) specifications.